Event description:
I had a left total hip replacement on (B)(6) 2007. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had increasing pain in my hip joint and groin pain that radiated down my leg. The pain was awakening me at night and I had trouble putting my socks and shoes on. I was limping as well. After surgery, the pain went away, but then in (B)(6) 2010, I experienced left hip pain again. I had a left hip arthrogram and intra-articular steroid injection on (B)(6) 2010 that showed distention of the hip pseudocapsule and aspiration of fluid compatible with foreign body, metal-on-metal synovitis. I had to have a revision of my left total hip replacement on (B)(6) 2011 requiring additional hospitalization. Dates of use: (B)(6) 2007 - (B)(6) 2012. Diagnosis or reason for use: left hip osteoarthrosis.